Event description:
This event is reportable based on the product analysis approved on 09/16/2008. It was reported that during preparation for a drug eluting stenting treatment procedure, a kink was observed at the distal end of the 2.5x24mm taxus express2 drug eluting stent catheter. There was no patient contact. The procedure was successfully completed with another 2.5x24mm taxus express2 drug eluting stent. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: examination of the returned device revealed distal stent damage. Some of the struts were misaligned. The outer diameter of the damage found on the stent was approximately 1.80mm. Slight kinks were found on the hypotube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be due to handling damage.